Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the right ventricular (rv) lead had perforated, causing diaphragmatic stimulation. It was further reported that the lead exhibited high impedance, high thresholds and was undersensing r waves. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the right ventricular (rv) lead had perforated, causing diaphragmatic stimulation. It was further reported that the lead exhibited increased impedance, high thresholds and was undersensing r waves. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.